Event description:
It is reported the ventilator stopped working, while it was connected to a pt. The ventilator made a clicking noise, lost peep (positive end expiratory pressure) and alarmed. The ventilator was switched out.